Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was blank. Patient reported that the blank screen issue occurred about a week after battery was changed. Patient did not have new battery at the time of the call to complete trouble shooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.